Manufacturer narrative:
The investigation for ventricular tachycardia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issue could not be determined. B.7 revised as information was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-12700. G.3 date received by manufacturer was reported incorrectly on the initial submission of manufacturer device report number 1220648-2024-12700. The correct date is 09-jun-2024. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2024-12700 in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 69-year-old female patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed ventricular tachycardia. The medical staff decided to explant the impella cp and continue percutaneous coronary intervention without impella support. Once the impella cp was removed, the patient¿s heart rhythm returned to baseline. The patient remained stable.